Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include hyperglycemia, nausea and vomiting as well as an upset stomach and dehydration. Once at the emergency room the patients pod was removed and the patient was treated with insulin shots. The patient was transferred to another hospital for admittance where a new pod was applied and had been removed prior to release. The patient was discharged from the hospital after 3 days. The pod will not be returned as it was discarded at the emergency room. It should be noted the patient had asthma as well as a condition in which causes the patient to have stomach upset easily.